Event description:
The doctor reported that the patient developed swelling of the upper lip and buccal mucosa in a pattern reflecting the area of contact of a maxillary bite guard. Patient also reports some itching and irritation of her throat and face. There appeared to be a coating in the area of tonsils. The upper lip swelling was large enough to interface with her ability to drink. The patient wore the device for a total of four nights.